Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Applied medical specimen retrieval bag rips open when attempting to retrieve the specimen from the surgical site. Resulting in spilling its contents back into the surgical field. The surgeon then must retrieve the contents from the surgical site as well as irrigate the surgical site. This increases surgical time and time the patient is under anesthesia. Patient status: unknown. Type of intervention: unknown.